Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('puncturing through my tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("pianful periods"), nausea ("nauseous"), malaise ("sick"), back pain ("back hurts"), sciatica ("sciatic nerve being pinched"), paraesthesia ("leg tingling"), dysgeusia ("metal taste in mouth"), alopecia ("hair loss"), abdominal pain lower ("pain in lower abdomen"), feeling abnormal ("brain fog"), amnesia ("memory loss"), diarrhoea ("diarrhea") and device expulsion ("coils were inetrwined inside my uterus"), was found to have weight increased ("down embarrassing so much weight on") and underwent cyst removal ("cyst removed"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, weight increased, dysmenorrhoea, cyst removal, nausea, malaise, back pain, sciatica, paraesthesia and device expulsion outcome was unknown and the dysgeusia, alopecia, abdominal pain lower, feeling abnormal, amnesia and diarrhoea had resolved. The reporter considered abdominal pain lower, alopecia, amnesia, back pain, cyst removal, device expulsion, diarrhoea, dysgeusia, dysmenorrhoea, fallopian tube perforation, feeling abnormal, malaise, nausea, paraesthesia, pelvic pain, sciatica and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: nauseous, sick, back hurts, sciatic nerve pain were added on 23-mar-2020: social media content received: reporter added. Case become serious incident. Events: metal taste, hair loss, lower abdomen pain, memory loss, diarrhea, device expulsion, fallopian tube perforation, brain fog were added. Fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('puncturing through my tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("pianful periods"), nausea ("nauseous"), malaise ("sick"), back pain ("back hurts"), sciatica ("sciatic nerve being pinched"), paraesthesia ("leg tingling"), dysgeusia ("metal taste in mouth"), alopecia ("hair loss"), abdominal pain lower ("pain in lower abdomen"), feeling abnormal ("brain fog"), amnesia ("memory loss"), diarrhoea ("diarrhea"), device expulsion ("coils were inetrwined inside my uterus") and contusion ("bruise"), was found to have weight increased ("down embarrassing so much weight on") and underwent cyst removal ("cyst removed"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, weight increased, dysmenorrhoea, cyst removal, nausea, malaise, back pain, sciatica, paraesthesia, device expulsion and contusion outcome was unknown and the dysgeusia, alopecia, abdominal pain lower, feeling abnormal, amnesia and diarrhoea had resolved. The reporter considered abdominal pain lower, alopecia, amnesia, back pain, contusion, cyst removal, device expulsion, diarrhoea, dysgeusia, dysmenorrhoea, fallopian tube perforation, feeling abnormal, malaise, nausea, paraesthesia, pelvic pain, sciatica and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : contusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event : bruise added. On 23-mar-2020: reporter added from social media. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('puncturing through my tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("pianful periods"), nausea ("nauseous"), malaise ("sick"), back pain ("back hurts"), sciatica ("sciatic nerve being pinched"), paraesthesia ("leg tingling"), dysgeusia ("metal taste in mouth"), alopecia ("hair loss"), abdominal pain lower ("pain in lower abdomen"), feeling abnormal ("brain fog"), amnesia ("memory loss"), diarrhoea ("diarrhea"), device expulsion ("coils were inetrwined inside my uterus") and contusion ("bruise"), was found to have weight increased ("down embarrassing so much weight on") and underwent cyst removal ("cyst removed"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, weight increased, dysmenorrhoea, cyst removal, nausea, malaise, back pain, sciatica, paraesthesia, device expulsion and contusion outcome was unknown and the dysgeusia, alopecia, abdominal pain lower, feeling abnormal, amnesia and diarrhoea had resolved. The reporter considered abdominal pain lower, alopecia, amnesia, back pain, contusion, cyst removal, device expulsion, diarrhoea, dysgeusia, dysmenorrhoea, fallopian tube perforation, feeling abnormal, malaise, nausea, paraesthesia, pelvic pain, sciatica and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : contusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.